Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/19/2018 that on (B)(6) 2017 the transmitter died. No additional event or patient information is available. Data was provided for evaluation. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
Com(B)(4)

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. A pairing test with the nordic bluetooth device was performed and passed. A share log review was performed and a fatal error was observed in the investigation window. Confirmation of the complaint was confirmed. The probable cause could not be determined.